Manufacturer narrative:
Failure event was observed during analysis. A partial lead with only the distal end of the lead was returned for analysis. Final analysis found an external abrasion breaching only the optim sheath consistent with friction to the device can was noted at 47.2 to 47.8 cm from the distal tip proximal to the suture sleeve tie impression with no damage noted to the silicone insulation.

Event description:
This report is to advise of an event observed during analysis.